Event description:
It was reported that during a pta treatment procedure of a radial shunt, the sasuga balloon dilatation catheter deflated slowly after the third inflation to 16 atms. The sasuga balloon deflated normally after the first two inflations to 10 atms and 16 atms. The lesion being treated was an 80% stenotic lesion. The phhsician used a 4 fr medikit introducer sheath for vascular access, and a 135 cm transend guidewire to cross the lesion. A syringe was used to apply negative pressure to the sasuga balloon, and it deflated completely after one minute. The intact balloon was removed from the pt and the procedure was completed successfully. No pt injuries or complications were reported. Pt status is reported as 'good'.